Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced pain/heating at the ipg site. The patient also experienced ineffective therapy. As a result, the entire system was explanted via surgical intervention on (B)(6) 2024.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.